Manufacturer narrative:
Date of event is approximate. Investigation summary based on the information available, there was no device available for analysis and the reported patient symptoms are documented as known adverse events in the device instructions for use. The cause that contributed to the reported device deactivation issue cannot be established as the product is not available for analysis. Device history record (DHR) the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Urinary retention and pain were found to be listed in the IFU. Investigation conclusion based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced urinary retention and pain as this artificial urinary sphincter (aus) could not be deactivated. The patient underwent a surgical procedure wherein a catheter was placed to allow the patient to void. No further details or patient complications were reported.

Manufacturer narrative:
Date of event is approximate.

Event description:
It was reported that the patient experienced urinary retention and pain as this artificial urinary sphincter (aus) could not be deactivated. The patient underwent a surgical procedure wherein a catheter was placed to allow the patient to void. No further details or patient complications were reported.